Event description:
Burn blister for the second time [burns second degree] often had the feeling that the warmth severely decreased and then comes back stronger. With her last two heatwraps, the warmth decreased after five hours very strong [product quality issue] scar [scar]. Case description: this is a spontaneous report received through a non-clinical-study program, brand websites for division consumer healthcare (B)(4). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2014, the patient reported she experienced the first burn blister. She indicated she experienced a second burn blister "when she sent the e-mail" on an unspecified date. She often had the feeling that the warmth severely decreased and then came back stronger. With her last two heatwraps, the warmth decreased after five hours, very strong. The patient indicated she could not provide the lot number or expiration date as she had already disposed of the heatwrap. She reported she will not visit a physician as a result of the burn blister. The patient stated she has a scar as the result of the event, no further complaints. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event burn blister was resolved with sequelae. Clinical outcome of the event scar was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (11sep2015): new information received from a contactable consumer includes: event onset date, reaction data (additional event of scar) and event outcome. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event 'experienced a burn blister, had the feeling that the warmth severely decreased and then comes back stronger' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability case comment: based on the information provided, the event 'experienced a burn blister, had the feeling that the warmth severely decreased and then comes back stronger' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Burn blister for the second time [burns second degree]. Often had the feeling that the warmth severely decreased and then comes back stronger. With her last two heatwraps, the warmth decreased after five hours very strong [product quality issue]. Case description: this is a spontaneous report through the non-clinical study program brand websites for division consumer healthcare (B)(6) from a contactable consumer. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she had experienced a burn blister for the second time on an unspecified date. She often had the feeling that the warmth severely decreased and then comes back stronger. With her last two heatwraps, the warmth decreased after five hours, very strong. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "experienced a burn blister, had the feeling that the warmth severely decreased and then comes back stronger" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "experienced a burn blister, had the feeling that the warmth severely decreased and then comes back stronger" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.